Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 118 mg/dl. The customer stated that she had a reservoir that would not fill. The customer stated that she had two infusion sets that gave her no delivery alarms. The customer stated that she had a reservoir not want to fill properly. The customer stated that the alarm was resolved by an infusion set change. The customer did not want to return the set for analysis. The customer was advised to call when the alarm occurs to troubleshoot.